Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that during implant attempt, after using the torque wrench to connect the ventricular lead, it was noted that the lead was still not secure and slipped out of the port. The device was not used and was replaced, with no problem connecting the lead on the replacement device. No patient complications have been reported as a result of this event.